Event description:
It was reported that the patient was at an amusement park last weekend and lost stimulation. The device was interrogated today displaying "0/400 por" (power on reset). This was cleared from the device with no issues and the patient had good stimulation. The parity por was explained as follows: longevity done 55 months; p1 3+5-6+/240/.9/r80; p2 9+10-/240/80/1.4v; cervical placement for rsd (reflex sympathetic dystrophy). It was also reported that the stimulation was turning off and the patient had no telemetry. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up information received reported that the patient was reprogrammed for better coverage of their pain.

Manufacturer narrative:
Concomitant medical products: product ID 3776-75, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. (B)(4).